Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal bupivacaine (concentration 20mg/ml; dose and lot unknown) via an implantable infusion pump. Indication for use was spinal pain and other chronic/intract pain (trunk/limbs). After pump implant on (B)(6) 2015, the patient received good back pain relief but the pump did not help the patient with her hip pain. They tried increasing the dose and tried flex dosing but this did not help. The representative believed the pump was programmed to stopped pump mode on (B)(6) 2015 but did not know the details or rationale as to why this was done. As of (B)(6) 2015 the patient was still hearing an alarm from the pump. On 2015-12-16 it was reported that the silence alarm box was checked and the pump was updated by the doctor. The pump had been interrogated with a physician programmer and the logs were reviewed. The pump remained in stopped mode and was not currently planned to be used, thus no further tests were planned. Additional information was received from a healthcare professional via a company representative. On (B)(6) 2016 the pump was replaced. The reason for pump replacement is that the healthcare professional did not feel comfortable with pursuing troubleshooting because the pump had been stopped for so long. Since the functionality could not be guaranteed the healthcare professional chose to change out the pump. It was reviewed that it was possible that the pump was functional.

Manufacturer narrative:
Analysis determined there was exterior damage to the pump. Specifically, the outlet port was bent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported the patient experienced a great deal of pain with using the personal therapy manager (ptm) so they had discontinued using it. The patient continued to have a great deal of pain to the low back and to bilateral hips with the left greater than the right. The pain was constant, aching, burning, and sharp. The average pain score was eight. There was nothing that exacerbated the pain or alleviated it. The patient had magnetic resonance imaging (MRI) of her hip (B)(6) 2015 and (B)(6) 2016. The patient experienced constipation as an adverse effect of medication. Per hcp clinical notes, the patient¿s initial visit was (B)(6) 2015 and the patient had low back pain radiating down the left hip and leg. The patient had some pain in the right hip and right leg but not as severe. The patient had a lumbar laminectomy in 2006 but that didn¿t help much. The patient had a pain pump that was turned off. It was put in (B)(6) of 2015 and was not helping. The pain pump was filled with bupivicaine but never narcotics because the patient was on pain medication and the physician felt this was the way to go. The patient was told there was nothing else they could do for her. The patient had multiple epidural steroid injections without benefit, radio frequency ablation without benefit; she had a spinal cord stimulator trial with another manufacture that felt paresthesia. The pump was interrogated and found to have been turned off since may. The patient had x-ray and emg nerve conduction. Other treatments were spinal cord stimulator, cane, walker and an exercise program. The patient had tried physical therapy, chiropractic and aqua therapy but nothing had helped. Treatment included surgery of low back and shoulder, tens unit, injections to spinal and joint. Medication trial includes anti-inflammatory medication: naproxen, mobic, ibuprofen and toradol were helpful. Medication trials were muscle relaxers: diazepam cyclobenzaprine were helpful. Medication trial with narcotics: hydrocodone, oxycodone and dilaudid were helpful; morphine was not helpful. Medication trial with pain creams: emla cream and voltaren gel were helpful biofreeze icy hot and bengay and aspercreme were helpful. Medication trials that were not helpful were keppra cymbalta neurontin and lidoderm patch. Assessments include other chronic pain lumbar radiculitis and left hip pain. Current medications vitamin d3 200 intl units tablet one tab once a day, lisinopril 40 mg tablet one tab once a day, toprol xl 50 mg tablet extended release one tab once a day, triamterene 37.5-25mg 1 capsule 2 times per day, lyrica 50 mg capsule 1 capsule 2 times per day, chlordiazepoxide 10 mg capsule one capsule 4 times per day, lansoprazole 15 mg delayed release one capsule once a day, calcium 600+d 1200 mg one tablet 3 times per day, duloclax stool softener sodium 100 mg capsule 1 capsule 2 times day, oxycodone 10 mg tablet one tab every 6 hours. Oxycodone 10 mg oral four times a day and felt this was not helping her pain. Medical history osteoarthritis, rheumatoid arthritis, essential primary hypertension, age related osteoporosis without pathological fracture. Allergies to penicillin and nsaid¿s. Surgical history tonsillectomy, hemorrhoids removed, rotator cuff and lumbar laminectomy. The results of the MRI were epidural fibrosis around the right and left sacral one nerve roots. Laminectomy at lumbar 4-5 and lumbar 5-s1, thoracic results were exaggerated thoracic kyphosis, no stenosis, intrathecal pump tip visualized and no granuloma. Lumbar results were mild degenerative disc and joint disease with mild spinal and foraminal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.